Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 126 mg/dl. The customer stated that they had changed four batteries and it did not work. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing.